Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 54-year-old female patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that the cp was placed but the pump had low flows and was explanted and replaced after just 22 minutes of support. The 2nd pump was successfully placed. No patient harm was reported.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Pump was not returned for investigation. Data logs were reviewed and low flow was observed since the case start. Suction alarms were observed with auto suction response immediately after start and low flows during the whole case at all p-levels. No motor current spike was observed. Also, placement signal was low, declining likely due to deteriorating patient condition. Per data log review and clinical information provided, the root cause of the low pump flow issue was most likely patient condition related. F6/f8 should have been left blank in the initial report.